Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be dull. Alternate knives were obtained in order to perform the procedures. Procedure details and patient impact information is unknown. Additional information has been requested.